Event description:
A facility reported that the torque knob on the mayfield skull clamp (a1059) slipped from 8 to 20 when they went to place the device on the patient. No patient injury or surgical delay was reported.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure; this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. All worn components were replaced with new parts along with general maintenance and cleaning performed. Root cause - based on the evaluation by integra service and repair, the root cause is most likely use error. When unit is properly positioned and put under pressure, it would not have slipped, since all functional testing was within specification. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.